Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels with a reading of 457 mg/dl. The mother stated that the doctor was handling the insulin pump and noticed insulin leaking from the reservoir into the insulin pump's reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.